Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitilization due to high blood glucose event on (B)(6) 2024. The length of hospitilization was less than 24 hours te treatment for high blood glucose was manual shot other than insulin no further information available.

Manufacturer narrative:
E1: patient city: (B)(6).